Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon rupture occurred and blood leakage was found in the tube. A "gas loss" pump alarm was generated. There was no reported injury to the patient.

Manufacturer narrative:
Event description added: additional information: it was reported that the iab insertion was subclavian, and not per the device's instructions for use, and that it was replaced the same day and therapy was able to be provided. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The pressure tubing was also returned. One kink was noted 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal measuring 0.038cm in length. The reported leak was confirmed. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon rupture occurred and blood leakage was found in the tube. A "gas loss" pump alarm was generated. There was no reported injury to the patient. Additional information: it was reported that the iab insertion was subclavian, and not per the device's instructions for use, and that it was replaced the same day and therapy was able to be provided.